Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/28/2024, that on 08/27/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported by the spouse that the patient experienced skin infection with rash under entire patch area. The episode occurred 2 days after the sensor had been inserted in the abdomen. According to the report, the patient had an emergency visit to his dermatologist with his spouse because he needed to undergo a minor procedure on his chest. The spouse stated that he had methicillin-resistant staphylococcus aureus (mrsa), so the doctor needed to cut a hole in the patient's chest to remove an infection. The relation between the chest infection and the rash on the abdomen was not described in the complaint. They stayed there for an hour and were advised to go home after the procedure. The patient was given a steroid cream, triamcinolone; an antibiotic, mupirocin; and an oral antibiotic, doxycycline, which needed to be taken twice a day for 10-days. At the time of the report, the spouse stated that the patient was still healing. The spouse stated that they were advised to continue with the antibiotic and to always clean the area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.